Event description:
It was reported that when the device and reload cartridges were used to ligate the hepatic artery, staple line leakage occurred. Hemostasis was achieved by suturing. The resection was completed without incident. As the physician was preparing to close the incision, the pt had a massive myocardial infarction and expired on the table. The physician stated that the incident (the myocardial infarction) was unrelated to co's product.